Event description:
Event description; guidant received info that this device was part of a legal action, and the pt passed away. Guidant has no specific info as to the device involvement in the pt's death.

Manufacturer narrative:
H6 - not returned. Event conclusion as of this report, the device has not been returned to guidant for analysis. There is no additional info related to this event. Guidant will continue to investigate the complaint, and if additional info becomes available, the event will be reopened. On september 22, 2005, guidant issued a physician letter describing various clinical behavoirs associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Mfg changes to prevent this failure were made in march, 2004. This device was manufactured before march, 2004 and is included in this population. Guidant does not have sufficient info to determine that this device behaved in the manner described in the advisory.